Event description:
The customer stated that she tested her blood glucose and received a reading of 276 mg/dl, using her breeze2 meter. She retested using another meter and received a reading of 123 mg/dl. The difference between the readings, falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have the meter or reagents with her at the time of the call, so troubleshooting was not possible. No product will be returned at this time.

Manufacturer narrative:
It was not possible to determine a MFR date without the meter serial number.